Manufacturer narrative:
Blocks b5, h6: impact codes, and h6: device codes have been updated based on the additional information. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the box of the device was received damaged, specifically crushed and ripped, which leads to the inner sterility being uncertain. Additional information received on december 12, 2024: it has been confirmed that the device did not progress past the receiving dock. Additionally, it has been clarified that the entire box of 5 capio devices, arrived in a damaged condition. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a020504 captures the reportable event of crushed and ripped box.

Event description:
It was reported that the box of the device was received damaged, specifically crushed and ripped, which leads to the inner sterility being uncertain.